Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited an insulation anomaly. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4). Analysis description: final analysis found full breach insulation degradation at 4.5 cm from the connector pin. In this region the entire outer insulation was found to be separated from the connector boot.